Event description:
Additional review indicated that the patient couldn¿t feel his legs and had chill bumped from his ankles up to his hips that lasted for about four hours after he did the dye study. The patient stated he couldn¿t stand up and felt uncomfortable when he lied down. The patient was hard to breathe and ¿spinning around like in his mid-70s.¿

Event description:
Patient reported he was not getting the therapeutic benefit he once was. Patient stated that following implant, his pain was almost gone and was off all opioid pain medication. About 6 months ago, the patient had a return in symptoms. Patient experienced side effects of seizures, itching, and shortness of breath when he sings at church. The patient stated that after an hour of being awake that he is feeling like he is a 13 on the pain scale. The patient was considering having the pump explanted. A dye study was performed. The patient stated that the dye study was normal according to the doctor. Patient stated that 45 minutes after the dye study he experienced numbness and tingling sensation from his hips to his ankles; this lasted about 4 hours. The patient went to the doctor and had an MRI and they stated that nothing was wrong. The patient stated that when he lies on his back or side that he is feeling pressure and pain. The patient stated that he was continuously moving to reduce the pain. The patient was told some of his problems were anxiety related. The patient said that it is not anxiety; he is on medication and has therapy for anxiety. The patient has had many increases in his pump dosage at refills. Patient stated that he has ketamine infusions to get pain relief. The pump was delivering bupivacaine and hydromorphone. The patient said that the physician was considering mixing clonidine with the bupivacaine and hydromorphone. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc serial# (B)(4) implanted: 2010-(B)(6) explanted: unk... Accessory model# 8590-1 lot# n257985 implanted: 2010-(B)(6) explanted: unk. (B)(4).